Event description:
It was reported that the biomed stated that the arctic sun device would not heat past 14c. Per additional information updated from ttm on 12aug2025, biomed doing functional check on device. They were getting alert 50 (patient temperature erratic) and alarm 15 (unable to obtain stable patient temperature). Cable was replaced and now they were performing a functional check. Water temperature (wt) was set for 40c in manual control, but water temperature (wt) was stuck at 15c.

Manufacturer narrative:
The device was not returned. Reported issue: it was reported that biomed doing functional check on device. They were getting alert 50 (patient temperature erratic) and alarm 15 (unable to obtain stable patient temperature). Reported issue root cause: the root cause for the reported event could not be determined. Repairs related to the reported issue: cable was replaced and now they were performing a functional check. Water temperature (wt) was set for 40c in manual control, but water temperature (wt) was stuck at 15c. Conclusion: the reported issue was confirmed. The root cause for the reported event could not be determined. Cable was replaced and now they were performing a functional check. Water temperature (wt) was set for 40c in manual control, but water temperature (wt) was stuck at 15c. A DHR review is not required as the serial number is unknown. The severity/effects of this complaint were addressed within the fmea. Potential causes were identified and reviewed. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device would not heat past 14c. Per additional information updated from ttm on 12aug2025, biomed doing functional check on device. They were getting alert 50 (patient temperature erratic) and alarm 15 (unable to obtain stable patient temperature). Cable was replaced and now they were performing a functional check. Water temperature (wt) was set for 40c in manual control, but water temperature (wt) was stuck at 15c.